Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new information become available, a follow up MDR will be submitted.

Event description:
Received information stating customer received multiple inaccurate fill estimates. Customer reported blood glucose (bg) level may have been impacted a few days prior; however, bg level could have also been impacted by forgetting to bolus.